Event description:
The patient was referred for generator replacement due to end of service. During surgery on (B)(6) 2015 after the generator was replaced, greater than 10,000 ohms was seen during the out of pocket system check. After checking the lead placement in the battery and performing a battery test, it appeared there was an issue with the lead. The surgeon did not want to change the lead so the new battery was left in. The physician reported that going into the generator replacement due to end of service he had no indication the patient may have high impedance. High impedance was not noted until after the new generator was installed. The patient was initially programmed to receive therapy but has since been set to output=0ma due to the high impedance. The patient is reported as not feeling stimulation. Although surgery to replace the lead is likely, it has not occurred to date.

Event description:
On (B)(6) 2015 x-rays were received for review. The connector pin of the lead could not be confirmed to be fully inserted based on the images given. It was not possible to assess whether the feedthru wires were intact. Both the strain relief bend and loop were not present. There appears to be one tie down present, not securing a strain relief bend as specified per labeling. No lead was present behind the generator. There are no apparent sharp angles or gross fractures of the lead that could be seen in the images given. Based on the x-rays received, the cause for the reported lead fracture cannot be determined.